Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a left breast mastectomy on (B)(6) 2019 and suture was used. During the procedure, the suture tore and broke too easily on an unknown tissue layer, unknown loop. Additional suture was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pj5899, and no non-conformances were identified.